Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer's blood glucose level reached 527 mg/dl due to this issue. The customer administered a correction bolus using the pump.